Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during a therapy upgrade procedure, this left ventricular (lv) lead was explanted due to a product performance issue. The replacement procedure was successfully performed and another device was implanted in the left bundle branch (lbb) instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 3 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that, during a therapy upgrade procedure, this left ventricular (lv) lead was explanted due to a product performance issue. The replacement procedure was successfully performed and another device was implanted in the left bundle branch (lbb) instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was provided that this lv lead was dislodged. No additional adverse patient effects were reported. This product has not been returned. Additional information was received that this lv lead exhibited placement difficulties as well. No additional adverse patient effects were reported outside the revision. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that, during a therapy upgrade procedure, this left ventricular (lv) lead was explanted due to a product performance issue. The replacement procedure was successfully performed and another device was implanted in the left bundle branch (lbb) instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was provided that this lv lead was dislodged. No additional adverse patient effects were reported. This product has not been returned.

Event description:
It was reported that, during a therapy upgrade procedure, this left ventricular (lv) lead was explanted due to a product performance issue. The replacement procedure was successfully performed and another device was implanted in the left bundle branch (lbb) instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was provided that this lv lead was dislodged. No additional adverse patient effects were reported. This product has not been returned.

Manufacturer narrative:
Follow up report 2 (device evaluation): upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.